Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device upgrade. One day post implant, it was noted that the left ventricular lead exhibited loss of capture. Dislodgement was confirmed with an x-ray. The lead was explanted and replaced. The patient was asymptomatic and recovering post procedure.

Manufacturer narrative:
The reported event for failure to capture was not confirmed. Final analysis was normal. No anomalies were found.